Event description:
It was reported that the customer had high blood glucose and ketoacidosis. The customer was taken to the emergency room and was hospitalized. The blood glucose reading was 514 mg/dl at the time of hospitalization. Caller stated that the customer's insulin pump is cracked. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.